Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/30/2018 that on (B)(6) 2017 the transmitter had an unknown error causing the device to not work. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.